Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain, hip, and for degenerative disc disease. It was reported that the patient started seeing the call your doctor screen about four weeks prior to the report. The patient was now seeing an end of service message. There was an allegation of dissatisfaction with the longevity of the device. The patient was redirected to follow-up with her physician for replacement. There were no patient symptoms or complications reported.